Event description:
It was reported that the customer was hospitalized due to migraine headaches, nausea, and vomiting. Customer's blood glucose level at the time of the hospitalization was not available. Customer reports a pregnancy at the time of the event, but it did not threaten her pregnancy or harm the fetus. Customer was hospitalized (B)(6) 2014. Health care providers determine that the customer had broken tubing on her infusion set. Once the infusion set was changed everything worked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.